Event description:
It was reported to nova biomedical that a consumer received a result of 235 mg/dl on their blood glucose meter at 4am. It is not clear whether or not the consumer administered any medications based on this result. According to the consumer, he experienced a hypoglycemic event which did require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use and the consumer improperly stores his test strips which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.